Event description:
It was reported that a patient presented with an inflatable penile prosthesis (ipp) that had a pump placed too high in the scrotum causing difficulty with the pump manipulation. The patient had developed swelling and lymphedema. The physician does believe that the pump was related to the patient complications, but the patient had other health related issues that contributed to the event. The pump was replaced with a new pump, but all other components remained implanted. No additional patient complications reported.